Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was excessive stress, applied to the video connector terminal at the insertion of the endoscope by the user, due to the tip of the endoscope connecter being chipped or broken, then resulting in buckling of the terminal. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the connector. The connector may be damaged."

Manufacturer narrative:
The suspect device was evaluated by olympus and a bent pin in the video connector found, causing no image.

Event description:
A user facility returned the olympus, otv-s190, visera elite video system center to olympus for repair. Upon evaluation of the returned device, it was noted that no image was produced by the device. There was no patient injury or harm, associated with the problem, reported to olympus.